Manufacturer narrative:
(B)(4): results: (lesion/vessel severely calcified), (stent deformation and failure to deliver the stent). Conclusion: (lesion/vessel severely calcified).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 15mm length endeavor resolute rapid exchange (rx) drug eluting in a patient to treat a severly calcified lesion. It was reported that resistance was encountered during the advancement of the stent across the target lesion which was located in a severely calcified vessel. Evaluation summary: the stent was positioned on the balloon as per specification. A number of struts on the first, second and third proximal stent segments were deformed, raised and pulled distally. A number of struts on the ninth proximal stent segment were partially raised and deformed. No further damages noted. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).